Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred and there was no stimulation. There was no known accident or incident related to this event. The pt stated, she was told that the 'lead was bad' and replacement of the implantable neurostimulator (ins) and lead were recommended. There was confusion concerning the use of the word 'battery'. The pt and healthcare provider did not realize 'battery' meant replacement of the entire ins. The pt had an appointment on (B)(6) 2011 for a lead replacement. The healthcare provider was to be contacted to communicate the possibility of replacement of the ins at the same time as the lead.